Manufacturer narrative:
The b-crosslaps reagent lot number was 79478703 with an expiration date of 31-oct-2025. The calcitonin reagent lot number was 80342101 with an expiration date of 31-oct-2025. The osteocalcin reagent lot number was 80059102 with an expiration date of 30-nov-2025.

Event description:
The initial reporter complained of data flags accompanying low results for elecsys b-crosslaps (b-crosslaps), elecsys calcitonin immunoassay (calcitonin), and elecsys n-mid osteocalcin (osteocalcin) on a cobas 6000 e601 module. The following are examples of discrepant results for 3 patient samples. Patient 1 initial b-crosslaps result was < 10 pg/ml with a data flag. The repeat result was 705 pg/ml. Patient 2 initial osteocalcin result was 11.09 (unit of measure not provided). The repeat result was 27.63. Patient 3 initial calcitonin result was 38.62 (unit of measure not provided). The repeat result was 69.41.

Manufacturer narrative:
The unit of measure for osteocalcin was ng/ml. The following are additional examples of discrepant results for 3 patient samples (patients 4-6) tested for osteocalcin: patient 4 initial result was 8.61 ng/ml. The repeat result was 15.43 ng/ml. Patient 5 initial result was 3.27 ng/ml. The repeat result was 13.36 ng/ml. Patient 6 initial result was 8.75 ng/ml. The repeat result was 22.56 ng/ml. Calibration was last performed on (B)(6) 2025 with no issues. Qc was acceptable. There is no indication of a reagent performance issue. The field service engineer (fse) found microbubbles from the preclean/cleancell (pc/cc) bottles. The fse corrected the issue with the pc/cc filters. Afterward, there were no further alarms or errors. The investigation determined that the issue found by the fse was the root cause of the event.